Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level ranged from 144-163 mg/dl. Reportedly, customer continued using pump for insulin therapy. In addition, it was reported that the usb cable no longer charged the pump. Customer was able to successfully charge the pump with an alternate cable.